Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
The subject device was used during a total laparoscopic hysterectomy. After about 1 hour use, the ptfe pad was separated. The device was soaked and used. So, any error messages were not displayed. There was no patient injury reported.